Manufacturer narrative:
D10 concomitant medical products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p3k0897), unk-sigadapt, unknown signia egia adapter (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the egia60amt egia 60 artic med thick sulu stapler experienced a malfunction where it could not be closed until the end. The operator noted this issue during use with a powered stapler and a standard adapter. The event was not associated with a patient, and the specific context of the event was unknown. No troubleshooting steps or interventions were documented, and the resolution of the issue was not specified. There was no patient involvement.